Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The explanted secure c device was not returned for evaluation. It was reported there was no issue with the device; the patient had neck pain and wanted to be fused. The following sections have been updated: b4, e1, e3, h2, h6, h10.

Event description:
A secure c device was implanted (B)(6) 2017. The patient reported neck pain and wanted the device removed. A removal surgery occurred on (B)(6) 2018, the patient was fused with autograft plate and screws at level c5-c6.